Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not provide audible prompts. Without audible prompts an end user may not receive the necessary guidance to use the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device does not provide audible prompts. Without audible prompts an end user may not receive the necessary guidance to use the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.